Manufacturer narrative:
Device had a missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, broken belt clip rails, keypad overlay texture damage, pillowing keypad overlay, stained keypad overlay, faded end cap address label and a slightly corroded battery tube. Unable to perform the displacement test due to missing retainer. The test p-cap and reservoir will not locked in place in the reservoir compartment due to missing retainer.

Event description:
It was reported that the insulin pump had damaged reservoir cap and reservoir cap has broken off. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.